Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: d10, g4, g7, h2, h3, h4, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, 30370432) could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turned out to be stretched. When using a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16696), the physician didn't like the shape of coil deployment and decided to pull it out. During resheathing, the coil introducer failed to be re-zipped. The procedure was successfully finished. There was no patient injury reported. A manufacturing record evaluation was performed for the finished device 30370432 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The device was inspected, and some residues of dry blood could be noted on inside of the introducer. Also, the marker band was found at 38cm from hub, and it was found within specification. The embolic coil was inspected under microscope and it was found with a stretched and kinked condition also it could be noted protruding from the introducer. No other damages were observed. The complaint reported by the customer ¿coil - unraveled/stretched-in microcatheter¿ was confirmed, the embolic coil was found kinked and stretched, however the exact time when this condition occur could not be conclusively determined. The complaint reported by the customer ¿detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position¿ was confirmed, the embolic coil was found stretched and kinked and this condition may contribute to an impeded condition. The stretched condition noted on the embolic coil may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The residues of dry blood found on the device may be related to an insufficient flushing used during the procedure however this could not be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Assignment of root cause for the events remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Device manufacturer date: not available at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00257.

Event description:
As reported by the field, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil (glm910030, 30370432) could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, the coil turned out to be stretched. When using a 1.5mm x 2cm galaxy g3 mini coil (glm915020, l16696), the physician didn't like the shape of coil deployment and decided to pull it out. During resheathing, the coil introducer failed to be re-zipped. The procedure was successfully finished. There was no patient injury reported.